Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the central processing unit and reloaded the software. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the motorized c-arm would not function properly. No pt injury was reported.